Manufacturer narrative:
(B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision to take place on (B)(6) 2014; right, asr xl, reason(s) for revision: pain.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Asr revision to take place on (B)(4) 2014 right asr xl reason(s) for revision: pain bi-lateral patient. For left side see com (B)(4) querying which hospital revision took place in and correct implant date as it does not match with the manufacturing dates. Correct implant date now provided - hospital will be provided after revison has taken place. See email dated (B)(4) 2014 update (B)(4) 2016: updated to cross-reference with com (B)(4) for left hip (previously dint (B)(4)). Added hospital details. Added expiry dates to cup, head and sleeve, added stem details. Taken from claimsuite update (B)(4) 2015 and reply to query 3 (pd (B)(4). 2015) the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.